Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture grade iii diagnosed via ultrasound. Examination of removed right side implant was intact. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: creases observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Physician reported right side capsular contracture baker grade unknown. Physician reported presents folds and heterogeneity in the tail region of the breast, with a doubtful intracapsular rupture. Capsular contracture grade iii diagnosed via ultrasound. Examination of removed right side implant was intact. Device has been explanted and replaced.